Event description:
On an unknown date in (B)(6) 2004, the patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aneurysm. On an unknown date, the patient underwent a reintervention due to unspecified endoleaks.

Manufacturer narrative:
Lot numbers were unknown. A review of the manufacturing records for the device could not be conducted. Further information was requested.